Event description:
The physician was doing the case with the anastoclip gc device for anastomosis of the iliac/femoral artery. The physician reported that clips became loose, and they had to amputate the patient's leg. The physician was not sure if the device or patient anatomy was cause of the adverse event.

Manufacturer narrative:
The device history records for the last six months were reviewed and all manufacturing and quality inspections were completed in accordance to the manufacturing instructions. We have not seen this type of complaints before the anstoclip gc devices, and we believe it was an isolated incident. The root cause of the event is inconclusive at this time. Lemaitre vascular representative made multiple attempts to contact the physician for additional details. The physician refused to discuss the incident due to lack of time for that. Please note, that the physician was not sure what was the root cause of the event: the device or patient anatomy was cause of the adverse event, and he did not report this event to the EU regulatory body.